Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection was performed on the device. The damaged direct current (dc) power supply was identified through visual inspection. The cause of the condition could not be determined. To correct the condition, the dc power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.

Manufacturer narrative:
(B)(4). Should relevant information become available, a supplemental report will be submitted.